Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely depressed results while using architect cea (carcinoembryonic antigen) reagents. The following data was provided for the same patient. Sid (B)(6) (tested (B)(6) 2018) initial 11.36 ng/ml, repeat 10.92 ng/ml. Previous results tested on (B)(6) 2018 were lower, sid (B)(6) initial 22.94 ng/ml, repeat 23.76 ng/ml. The patient was diagnosed with cancer; however, the specific cancer diagnosis was not provided. No adverse impact to patient management was reported

Manufacturer narrative:
Evaluation of the customer issue included a complaint text review, a search for similar complaints, device history review, labeling review, accuracy testing, and field data review. The product was not returned, and the patient specimen was not returned. No adverse trend was identified for the customer issue. Device history review did not identify any issues that may have caused the customer issue. Labeling was reviewed and found to be adequate. An internal panel was tested with retained kits of the likely cause reagent lot and accuracy testing met all specifications. Abbott link world wide data was used to evaluate historical product field performance. Patient data was analyzed, and the evaluation indicated that the patient median result for the complaint lot was comparable to other lots in the field between june 10, 2018 and december 8, 2018. No unusual reagent lot performance was identified. Based on all available information and abbott diagnostics evaluation, no systemic issue was identified, and no product deficiency was found.